Manufacturer narrative:
Investigation summary: bd received a used 20 gauge insyte autoguard unit from lot 8213945 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was not fully retracted even though the retraction button was depressed. There was visibly cured adhesive in between the crevice of the button and grip. The needle was reset and retraction was attempted. The needle failed to retract and the hub would not twist. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the retraction failure was caused by the cured adhesive observed on the unit. The adhesive most likely came from the manufacturing process. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a retraction issue. The following information was provided by the initial reporter: ref. 381834, lot 8213945. The needle did not retract when the device was removed.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a retraction issue. The following information was provided by the initial reporter: ref. 381834, lot 8213945. The needle did not retract when the device was removed.